Manufacturer narrative:
Block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: investigation results visual examination of the complaint device revealed that the balloon burst. No damage found on the catheter of the device. Functional analysis could not be performed due to the returned condition of the balloon. It is possible that as the product was expired when it was used by the customer, the material of the balloon could had lost its properties and could have affected its performance and its intended purpose, leading to the observed failure and the reported adverse event. The expiration date was verified against the attached labeling verification form that indicated the device was expired on 31-may-2018, and the device was used on 20-may-2019. Based on the condition and evaluation of the returned device, the most probable root cause is failure to follow instructions since the problem was traced to the user not following the manufacturer's instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was able to be inflated; however, the balloon was noted to be burst. The procedure was completed with another cre wireguided dilatation balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was able to be inflated; however, the balloon was noted to be burst. The procedure was completed with another cre wireguided dilatation balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.